Manufacturer narrative:
Date of event: date of event: unknown; requested but not provided. The best estimate date is between sep 13, 2021 and oct 10, 2022. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to a year of the patient complaining of negative dysphotopsia. A non-johnson and johnson iol was implanted as replacement. There were no complications and the issue resolved. Through follow-up, it was learned that there was no patient injury and no surgical or medical interventions. There was a haptic that was fibrotic, which had to be cut and left behind from the right eye. The device was discarded. No further information was provided.